Event description:
The report states the "iab would not fully unwrap". Manual inflation was attempted but was not successful. As a result, the iab was removed and a 2nd iab was inserted at the same insertion site. No patient harm or injury. The patient status is reported as "fine".

Manufacturer narrative:
(B)(4). The reported complaint for the "iab would not fully unwrap" is confirmed. During the investigation, the distal portion and proximal portion of the iabc bladder were noted twisted and the bladder would not fully inflate or unwrap during functional testing. Unrelated to the reported complaint, the iabc bladder was noted withdrawn through the teflon sheath, and buckling was noted to the s heath extrusion. This indicate the iabc was not removed from the patient per the IFU, which could result in damage to the device. An in-service has been requested to review the instructions for use (IFU) with the customer. Based on a review of the device history record (DHR), the product met specification upon release; however, the specifications were not met during the complaint investigation due to the twisted bladder. The probable root cause of the complaint is manufacturing related. Corrections have been established for this issue as a result of a previous non-conformance, and this device was manufactured prior to the release of those corrections. Teleflex will continue to monitor and trend on reports of this nature. Other remarks: n/a. Corrected data: n/a.

Manufacturer narrative:
(B)(4). In section d provided the full UDI # UDI related data quality updates only.

Event description:
The report states the "iab would not fully unwrap". Manual inflation was attempted but was not successful. As a result, the iab was removed and a 2nd iab was inserted at the same insertion site. No patient harm or injury. The patient status is reported as "fine".

Manufacturer narrative:
Qn# (B)(4). N/a other remarks: n/a corrected data: n/a.

Event description:
The report states the "iab would not fully unwrap". Manual inflation was attempted but was not successful. As a result, the iab was removed and a 2nd iab was inserted at the same insertion site. No patient harm or injury. The patient status is reported as "fine".